Manufacturer narrative:
Initial and final MDR (B)(4) device 4 of 4.

Event description:
Reference number: (B)(4). Event occurred in ireland. It was reported that the patient had experienced kinked infusion sets event on 04-mar-2026. No further information available.